Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2317-50, serial/lot: n/I, description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient experienced high impedances on the right lead. The patient underwent a revision procedure to have both leads replaced.

Event description:
A report was received that the patient experienced high impedances on the right lead. The patient underwent a revision procedure to have both leads replaced.

Manufacturer narrative:
Analysis of the lead sc-2317-50 serial number: (B)(6) was performed. Visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exited the clik anchor, resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Review of the device history record (DHR) found no anomalies when the lead was manufactured. Analysis of the lead sc-2317-50 serial number: (B)(6) was performed. Visual and x-ray inspection of the lead revealed that one cable was completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exited the clik anchor resulting in the reported complaint. T appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Review of the device history record (DHR) found no anomalies when the lead was manufactured.

Manufacturer narrative:
Additional information was received that the patient was programmed the next day following the revision procedure. All impedances were normal and all target areas were captured. The patient was doing well postoperatively. All explanted items are expected to be returned to bsn for analysis. Additional suspect medical device component involved in the event: model: sc-2317-50. Serial/lot: (B)(6) / 20647443. Description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient experienced high impedances on the right lead. The patient underwent a revision procedure to have both leads replaced.